Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A consumer reported that following cataract extraction with an intraocular lens (iol) implant procedure, she experienced pressure, blurry vision, pain, headaches, and foreign body sensation in her eye. Additional information was provided by the consumer that she has had an intraocular lens exchange in a second procedure and all symptoms are resolved. Additional information requested from the health care provider.